Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred after letting the battery deplete. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using manual injections for insulin therapy.